Manufacturer narrative:
Product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type extension, product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009. Product type lead, product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009. Product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative (rep) reporting that it was unknown if there were any external/environmental factors that caused/contributed to the lack of therapy. The cause of the lack of therapy was unknown. It was indicated that the provided information had been confirmed with the physician. No further complications were reported/anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that pt came in for a follow up to check device status, they have not been seen by a provider since 2020. Checked leads connections to ipg on clinical tablet and no connections were detected to ipg. Pt states she has shocking sensations coming from ins that travels from implant location to shoulders/ribs and down the right and left leg. Pt is scheduling for device removal per own request stating that they want to live life without any devices in their body.

Manufacturer narrative:
Concomitant medical product(s): product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) concerning patient with an implantable neurostimulator (ins). It was reported there was lack of relief and the device explant was requested. The hcp opted to remove the system. There was no scheduled date of explant at the time of report. No device malfunction was reported. No further complications were reported/anticipated.